Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant component includes: product ID: 8711, lot/serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) 2019-apr-25. The hcp reported the replacement occurred as planned on (B)(6) 2019-. Regarding the cause of the catheter break and leak, the hcp provided "normal use." The pump was replaced because it was nearing end of service life and the catheter was being revised. The hcp stated there was no issue with the pump. Regarding the return status of the explanted devices, the hcp stated the devices were at the hospital for ID. The patient's current status was provided as alive - no injury.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8711, lot/serial #: (B)(4), implanted: (B)(6) 2007, product type: catheter, ubd: 26-apr-2009, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 10 mg/ml of dilaudid at 2.369 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient's catheter was broken and was leaking in several different places. It was reported the medication was pooling. The patient began feeling very sick, exhausted, and was in a lot of pain. It was indicated the symptoms were gradual. The patient reported their healthcare provider (hcp) ordered a nuclear dye study and they were in the office daily and determined that the catheter leaking. The patient stated they never recognized that it was withdrawal. It was reported the issue began in (B)(6) 2018. The patient was having the pump and catheter replaced (B)(6) 2019. No further complications were reported or anticipated.